Event description:
Additional information received indicates the patient's l5 lead was the lead fractured. The fracture was confirmed with x-rays. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the l5 lead was explanted and replaced. There is no allegation against the patient's s1 lead.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances on their s1 lead. As a result, surgical intervention may be undertaken to address the issue.